Manufacturer narrative:
Continuation of d10: product ID cd9000, serial# (B)(6), product type: multiple therapy product. Product ID wr9200, serial# (B)(6), product type: recharger. H3: analysis had shown that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set, confirming an issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID cd9000 (serial:(B)(6)); product type: 3242-multiple therapy product; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID wr9200 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger was placed in a docking station and was charged, but the battery indicator lights were blinking from the bottom to the top; even when the power button was pressed, it did not respond at all. There was no response even when the power button was pressed. The battery indicator light would turn off once the device is long pressed, but it would return to blinking from the bottom to the top after a while. After pressing and long pressing the power button for 1 minute or more, the problem did not get resolved even when reset was attempted. It is unknown if there are any patient/external/environmental factors contributing to this event. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the issues with the wireless recharger were due to a product defect. The issues were resolved by replacing the wireless recharger.